Event description:
Per the clinic, the patient experienced an extrusion of the implant subsequent to sustaining a head trauma. The patient was placed under general anesthesia on (B)(6) 2025; in order to explant the device. Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported). Reimplantation is planned but had not taken place at the time of this report.